Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause: user's test strip had poor storage.

Event description:
Customer complains of "lo" results. Customer states that she feels physically fine, denies the need for medical attention. The customer's expected blood results are 115-215mg/dl fasting. Verified test strips expire 05/31/2018. Customer's test strips are being stored in the kitchen and opened vial date (B)(6) 2015. Reviewed meter memory: 1:202mg/dl (B)(6) 2015 01:26:00 am fasting:yes. 2:316mg/dl (B)(6) 2015 01:25:00 am fasting:yes. 3:lo mg/dl (B)(6) 2015 08:46:00 am fasting:yes. 4:99mg/dl (B)(6) 2015 12:00:00 am fasting:yes. 5:93mg/dl (B)(6) 2015 07:25:00 am fasting:yes. Memory concerns:customers concern: with all of the meter memory results reviewed date and time not properly set on the meter.